Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. The device history record was unable to be reviewed for this device since the lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, and since the device malfunction was not confirmed due to the device not being returned, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the aspiration needle broke in the patient. The issue occurred during a diagnostic endobronchial ultrasound (ebus) procedure. The patient was under light sedation with fentanyl 75 g i.v. And midazolam 4 mg i.v, and local anesthesia was used in the pharyngeal and bronchial tubes. It was reported the first sampling for mucosal biopsy went well, but the second sampling for lymph nodes "didn't work". The doctor tried to take the needle inside of the lymph node, but the needle didn't go through and it pushed the scope out of contact of the bronchus. The doctor tried a couple of times, until he saw something extra inside of the bronchus. The needle was broken and the "tubular sleeve had detached". The procedure had to be stopped. An attempt was made to locate the needle piece with a regular bronchoscope, but was unsuccessful. The patient coughed a lot. An x-ray and computed tomography (CT) scan of the thorax were performed and the device was found in the distal end of the esophagus. It was reported the patient had coughed it out of the lungs and swallowed it. The patient remained hospitalized under observation until the following day when a new bronchoscopy and ebus procedure was successfully performed. It was reported the patient was in good condition and did not suffer any major complications. The loose piece of needle "must have exited by a natural route". The patient is currently undergoing cancer treatment.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the aspiration needle broke in the patient. The issue occurred during a diagnostic endobronchial ultrasound (ebus) procedure. The patient was under light sedation with fentanyl 75 mg i.v. And midazolam 4 mg i.v, and local anesthesia was used in the pharyngeal and bronchial tubes. It was reported the first sampling for mucosal biopsy went well, but the second sampling for lymph nodes "didn't work". The doctor tried to take the needle inside of the lymph node, but the needle didn't go through and it pushed the scope out of contact of the bronchus. The doctor tried a couple of times, until he saw something extra inside of the bronchus. The needle was broken and the "tubular sleeve had detached". The procedure had to be stopped. An attempt was made to locate the needle piece with a regular bronchoscope, but was unsuccessful. The patient coughed a lot. An x-ray and computed tomography (CT) scan of the thorax were performed and the device was found in the distal end of the esophagus. It was reported the patient had coughed it out of the lungs and swallowed it. The patient remained hospitalized under observation until the following day when a new bronchoscopy and ebus procedure was successfully performed. It was reported the patient was in good condition and did not suffer any major complications. The loose piece of needle "must have exited by a natural route". The patient is currently undergoing cancer treatment.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned for inspection and olympus was able to confirm the customer allegation and determined the following cause: the laser-cut hypotube (lch) was ejected from the distal end. There was no indication that the spiral cut needle itself broke, instead the pebax coating was damaged and the laser-cut hypotube was ejected. The lch was not returned for inspection. In addition, the following reportable malfunction was identified during the device evaluation: sheath is kinked under the boot. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A definitive root cause could not be identified. Based on the results of the investigation, the lch likely became ejected as a result of the damaged pebax bunching up behind it. A significant amount of force would be required to push the lch out of the device. The most probable cause of the identified failure is cause traced to failure to follow instructions. The instructions for use (IFU) cautions "if you feel excessive resistance while operating the needle, do not push the needle slider forcibly. Doing so could cause patient injury, such as perforation, bleeding, or mucous membrane damage. It could also damage the instrument and/or endoscope." Olympus will continue to monitor field performance for this device.

Event description:
It was reported the aspiration needle broke in the patient. The issue occurred during a diagnostic endobronchial ultrasound (ebus) procedure. The patient was under light sedation with fentanyl 75 g i.v. And midazolam 4 mg i.v, and local anesthesia was used in the pharyngeal and bronchial tubes. It was reported the first sampling for mucosal biopsy went well, but the second sampling for lymph nodes "didn't work". The doctor tried to take the needle inside of the lymph node, but the needle didn't go through and it pushed the scope out of contact of the bronchus. The doctor tried a couple of times, until he saw something extra inside of the bronchus. The needle was broken and the "tubular sleeve had detached". The procedure had to be stopped. An attempt was made to locate the needle piece with a regular bronchoscope, but was unsuccessful. The patient coughed a lot. An x-ray and computed tomography (CT) scan of the thorax were performed and the device was found in the distal end of the esophagus. It was reported the patient had coughed it out of the lungs and swallowed it. The patient remained hospitalized under observation until the following day when a new bronchoscopy and ebus procedure was successfully performed. It was reported the patient was in good condition and did not suffer any major complications. The loose piece of needle "must have exited by a natural route". The patient is currently undergoing cancer treatment.